Manufacturer narrative:
The customer reported problem was confirmed. The proximate cause of the reported issue was due to wear of the gear claw. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/28/2005 to the present date 10/12/2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint.

Event description:
It was reported that the device claw was broken or damaged. There was no patient involvement.